Event description:
It has been reported to company that the occlusion balloon burst during the procedure which caused a vessel dissection to the native coronary artery. The physician inserted the occlusion balloon wire into the saphenous vien graft, but needed to situate the balloon into the native vessel because of the location of the lesion site. The physician attempted to place the stent. When inserting the stent delivery catheter into patient, the occlusion balloon ruptured which caused it to perforate the vessel. The physician then removed the occlusion balloon wire and attempted to repair the dissection but was not successful. After time elapsed, the dissection was better and stabilized after a short time. The patient is reported to be fine.